Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the monopolar curved scissor instrument was observed to have a damaged cable. A backup instrument of the same type was used to continue the procedure. The procedure was completing as planned with no reported injury.